Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1886.troubleshooting was performed, and the customer stated that this was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. The pump was monitored and no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the related svn#:(B)(6) event date of 13-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6) event date of 13-jan-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = ((B)(4) and dailytotalofbolusinsulindelivered =(B)(4) which is equal to the dailytotalofallinsulindelivered = (B)(4). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the related svn#: (B)(6) event date of 13-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/13/2025 11:08:00.000. 01/13/2025 11:18:00.000. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 07-mar-2025 and related svn#: (B)(4) event date of 02-mar-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 03/07/2025 03:47:00.000. Sensorerroralert (801) was found on: 02/28/2025 07:10:45.000, 02/28/2025 07:20:00.000. 03/05/2025 06:55:54.000. 03/06/2025 23:25:57.000, 03/06/2025 23:55:58.000. 03/07/2025 00:25:59.000. Lostsensor2alert (781) was found on: 03/07/2025 04:03:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. There is no low battery alert recorded in the formatted history file on the primary svn#: (B)(6) event date of 07-mar-2025 and related svn#:(B)(4) event date of 02-mar-2025. However, replace battery alert was found on: 03/02/2025 03:00:00.000, 03/02/2025 03:10:00.000. 03/02/2025 15:00:00.000. 03/02/2025 17:00:00.000. 03/02/2025 19:00:00.000. 03/02/2025 23:00:00.000. 03/07/2025 00:00:00.000. 03/07/2025 16:00:00.000. Insert battery alarm was found on: 03/02/2025 15:01:22.000. 03/02/2025 17:00:42.000. 03/02/2025 19:23:29.000. 03/02/2025 23:00:27.000, 03/02/2025 23:01:16.000. 03/05/2025 17:16:12.000 03/07/2025 00:00:58.000. 03/07/2025 16:01:05.000, 03/07/2025 16:01:26.000. Replace battery now alarm was found on: 03/02/2025 03:31:00.000. 03/02/2025 03:41:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 17-mar-2025 at 06:27:58.000. There was no power data available for the event dates of 02-mar-2025 and 07-mar-2025. Unable to check power data for replace battery alert and replace battery now alarm. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.63 mv). Internal battery esr measurement was performed; the internal lithium battery is within spec (1 ohms). No internal lithium battery anomaly noted. As per r&d software engineer mark freger: low battery alert (fault 104) is not generated. More details cannot be provided since the detailed traces do not cover the timeframe of the incident. In conclusion, the pump had malfunctioning backup battery (hw issue) causing battery change alarm without low battery alerts (see r&d analysis attached). As per r&d electrical engineer angelo carrillo: there is an abnormal impedance on the internal lithium (vlith) rail that is causing the voltage to drop significantly. The loaded vlith is not within the expected range which had caused the early alarms per the ngp power management algorithm (7101033). In conclusion, absence of low battery alert, unexpected battery power loss and unexpected power loss of less than 7 days or charge/battery lasts less than expected were confirmed, suspected on hw (internal lithium (vlith) rail). The pump was received without a battery. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for absence of low battery alert, unexpected battery power loss and charge/battery lasts less than expected were confirmed suspected on hw (internal lithium (vlith) rail). Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Customer alleged for battery cap contact missing/damaged was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.